Manufacturer narrative:
The technician found the side rail end tube was missing the top side rail ratchet rivets. The technician replaced the top side rail ratchet rivets to resolve the issue.

Event description:
The technician alleged that the side rail could not latch. No pt impact.